Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. Pinnacle has no allegation provided. After review of the medical records the patient was revised to address metallosis. Operative note reported synovial fluid which is grayish color consistent with metallosis. There was wear back side of the cup due to metallosis. Doi: (B)(6) 2008; dor: (B)(6) 2019; left hip.